Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited high out of range shock impedance measurements. An x-ray was performed confirming the electrode is fractured. The device system was then deactivated until a replacement can be performed. This system currently remains implanted. No adverse patient effects were reported.